Event description:
Device malfunction: vessel locator wings collapsed prematurely. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a technician trained in the use of the starclose device, attempted arteriotomy closure in the right common femoral artery, after a diagnostic procedure. Reportedly, as the technician was close to completing the thumb advancer stroke and about 1 to 2 cm from completing the sheath splitting step, the vessel locator wings collapsed prematurely causing the device to come out of the vessel. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.